Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that stimulation had turned off in the past. The patient did not know when this random off incident was, but that she noticed it happened a couple times.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the stimulation turning off in the past was that she tried out her niece's new (B)(6) and she got onto it barefoot. Her bladder let go and emptied everything in it.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.